Manufacturer narrative:
Additional information can be found in the following fields: concomitant medical products,PMA/510k, if follow-up, what type, device evaluated by MFR. 4315 - intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found with thermal damage at the yaw pulley. Black char marks were observed at the grip base. Any material missing is likely to be thermally and externally induced rather than mechanically induced. The known common cause of this failure is mishandling/misuse. Failure analysis found the primary failure of thermal damage to the bipolar yaw pulley to not be related to the customer reported complaint. The electrical continuity test still passed.

Manufacturer narrative:
An RMA has been issued requesting to have the fenestrated bipolar forceps returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). A follow-up MDR will be submitted if additional information is received. A review of the instrument log for the fenestrated bipolar forceps (part #470205-17/lot#n13200309 0039) was performed. Per logs, the fenestrated bipolar forceps was last used on (B)(6) 2020 on system sk1698, with 2 uses remaining. A review of the site's complaint history does not reveal any other complaints involving this product and/or this event. Review of a provided image of he instrument is consistent with the reported complaint of a melted material. Root cause of the failure mode cannot be confirmed without the returned device. This complaint is being reported due to the following conclusion: it was alleged that the fenestrated bipolar forceps exhibited signs indicative of thermal damage with no evidence or claim of user mishandling or misuse. At this time, it is unknown what caused the thermal damage to occur. While there was no reported patient harm or injury, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but some of the patient information was either unknown or unavailable, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. Information for the initial reporter is not available. Recall is not applicable.

Event description:
It was reported that during central processing (after a partial nephrectomy procedure with treatment of the right pyelo-ureteral junction) the technician noticed a loss and/or melted material on the fenestrated bipolar forceps instrument. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: the defect was observed during sterilization, however, it was not declared by the operating room team. The operating room team did not notice any issues with the fenestrated bipolar forceps instrument during procedure. Further details cannot be provided. There was no report of patient harm, injury or adverse outcome due to the event.